Event description:
New information received noted that the patient presented for a follow up in clinic. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that exhibited post-sensed t-wave over-sensing. No intervention was performed. Patient status was not reported.